Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the ins, extension and partial lead were removed on (B)(6) 2020. Hcp inquiring if pt is eligible for MRI. Hcp states, via imaging, they see 4 electrodes, one radiopaque marker and then a braided portion of the lead without a radiopaque marker, perhaps in two separate pieces. Hcp then read from the operative note stating, "gentle rocked the lead to lift it from the fascia however during this process the lead fractured and only the first 2 or 4 tines were removed, the remaining tines were still in s3. Any efforts to extract what remains is futile".

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID: 3889-28, (lot: v295482); product type: 0200-lead; implant date: (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.